Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the main keyboard is inoperable. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker observed the keypad was inappropriately reattached by a third-party company while replacing the front case. Stryker replaced the keypad to resolve the issue. After completing other unrelated repairs, repairs proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Stryker observed that an unapproved third-party vendor had serviced the device. The third-party serviced the device incorrectly and did not replace the main keypad correctly. Stryker found an issue with both system pcba and power pcba. The device could not be repaired as the replacement parts are no longer available. The device was returned to the customer unrepaired. The customer was informed of the device's state and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the main keyboard is inoperable. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the main keyboard is inoperable. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report indicated: stryker evaluated the customer's device and was able to verify the reported issue. Stryker observed the keypad was inappropriately reattached by a third-party company while replacing the front case. Stryker replaced the keypad to resolve the issue. After completing other unrelated repairs, repairs proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. Section h10 additional mfg narrative of the initial medwatch report should indicate: stryker evaluated the customer's device and was able to verify the reported issue. Stryker observed the keypad was inappropriately reattached by a third-party company while replacing the front case. Stryker replaced the keypad to resolve the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.